Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the instruments were hard to put down the 5 mm trocar. They kept sticking on the way in and out of the trocar. There was no patient injury. Additional information has been requested.